Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with pocket erosion and an infection. The device was found visible from the opened incision site of the implanted device pocket site. The physician explanted and replaced the entire pacemaker system to resolve the issue. The patient was in stable condition throughout the procedure.